Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one introducer needle and one j-tip guidewire within a guidewire hoop were returned for evaluation. Visual, microscopic and functions evaluations were performed. A crack was noted within the introducer needle hub. Aspiration was attempted and was successful as water fully return to the in-house syringe. Therefore the investigation is confirmed for the reported fracture issue. However the investigation is inconclusive for the reported air/gas in device as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure; a crack allegedly occurred in the puncture needle connector causing the air to enter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, a crack allegedly occurred in the puncture needle connector causing the air to enter. There was no reported patient injury.